Event description:
It was reported to philips that the emergency stop button had been engaged, preventing the system from booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) examined the system remotely and confirmed that reported problem. After reviewing log, it identified the reported problem. During troubleshooting, the rse noticed the review module led did not flash when pressed. The rse advised checking the start and stop circuit, due to engaged emergency stop buttons in the examination room. To resolve the problem, the emergency stop was released, power contactor activated, and system turned on. After disengaged emergency stop buttons, the system returned to use in good working order. The codes were updated based on the investigation outcome.